Event description:
During a colon procedure, the staples did not hold and felt into the pt. All staples were retrieved successfully. There was no pt consequence. Another like device was used to complete the procedure.